Event description:
It was reported to philips that the system failed to boot up. The system was not in clinical use when the issue occurred. No harm or impact to patients or users has been reported. Log file analysis and onsite inspection identified an issue with the cmos battery in the system¿s host pc. After replacing the cmos battery, the system was returned to use in good working order.